Event description:
Customer reported a burning smell coming from the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced unknown parts. System operates as intended.